Event description:
Procedure type: gastrectomy. According to the reporter: the orvil did not lock and attach correctly. This resulted in thoracic approach that was not intended and a different device was used. Patient is fine. There was unanticipated tissue loss. There was an extension of the incision by 3 inches. There was no blood loss of more than 500cc. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).